Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that within a month of having hip replacement surgery, the pt experienced dislocation which required open reduction surgery. It is further alleged she suffers from high levels of metal ion in her blood stream.